Manufacturer narrative:
H10: since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the manufacturer's product support engineer (pse) replaced the central processing unit (cpu) board as recurrence preventive measures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a check vent: backup alarm failed (diagnostic code: 1104) was confirmed in the event log. It was determined that the central processing unit (cpu) board needs to be replaced. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and the reported phenomenon was not duplicated despite operation checking. The event log revealed that "check vent: backup alarm failed" (diagnosis code 1104) had occurred. The alarm could not be silenced, so that "there is no alarm that could be silenced" would be displayed as designed. The cpu board needed to be replaced preventively.

Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the cpu printed circuit board assembly (pcba) into a pi ventilator to duplicate the reported issue. Tech verified that the alarm error code e1104 shows in the log. No associated occurrence or error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pca or standard test bed operation using the cpu pca. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 405k ohms, verifying that ls1 is not shorted or open. Tech verified that ls1 (secondary speaker) functions with as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Tech purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. Customer complaint has resulted in a no problem found.